Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experiencing high blood glucose level of 400 mg/dl. They treated with manual injection. The customer stated that they think the insulin pump is not functioning properly. Troubleshooting was performed. The drive support cap was recessed. There was little air was found in the tubing. In the alarm history there was an alarm for low reservoir. Upon removal of the infusion set from the customer's body it was noted that the cannula was slightly bent. Nothing further was reported.